Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing two cartridge leaks, one occurring that day and another a few months prior. The user admitted to pre-filling cartridges, and the agent explained that this practice is off-label and advised using prefilled cartridges instead. Replacement cartridges were arranged, and the agent will follow up with purchase information. The user¿s blood glucose (bg) reached 360 mg/dl but was corrected after changing the cartridge. The user's reported symptoms included body soreness. No medical intervention was reported at the time of call.